Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased from two and a half years to the elective replacement indicator (eri) in one year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing. Technical services (ts) recommended a safe replacement window of 60 days. It is expected that the device is going to have sufficient battery capacity to support therapy during that period of time. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased from two and a half years to the elective replacement indicator (eri) in one year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing. Technical services (ts) recommended a safe replacement window of 60 days. It is expected that the device is going to have sufficient battery capacity to support therapy during that period of time. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased from two and a half years to the elective replacement indicator (eri) in one year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing. Technical services (ts) recommended a safe replacement window of 60 days. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.